Manufacturer narrative:
Device is unavailable for return.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 400 mg/dl and 160 mg/dl. Test strips will not be returned. No adverse event reported. No product will be returned.